Event description:
It was reported while using bd needle precisionglide 18x1-1/2in there was a hole in the needle hub. There was no report of patient impact. The following information was provided by the initial reporter: I inform you about a technical complaint of a 1.2 x 40 mm needle (punctured with hole).

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-jun-2022. H.6. Samples and photos received for investigation. Upon visual inspection, damaged hub was observed, it appears the hub has a small hole. Possible root cause is associated with human error. Actions were taken, the mold was cleaned and adjusted; the cooling system was cleaned; the centralizers were checked; material leakage was verified. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd needle precisionglide 18x1-1/2in there was a hole in the needle hub. There was no report of patient impact. The following information was provided by the initial reporter: I inform you about a technical complaint of a 1.2 x 40 mm needle (punctured with hole).